Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was variable, atrial pacing capture threshold was elevated, and atrial oversensing.

Event description:
It was reported that during use of right atrial (ra) lead alarm triggered due to high impedance. During follow up check, apparent fracture, high impedance in bipolar and unipolar mode, threshold pacing failure, high threshold and oversensing noted. Device setting and output range was re-programmed. The ra lead remains in use, and patient will be monitored at follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated follow up check revealed complete fracture of the ra lead was confirmed by chest x-ray. The patient developed complete atrioventricular block and vp (ventricular pacing) rate was 100 percent. There were no subjective patient symptoms confirmed, therefore the device would be used without additional ra lead. The ra lead was programmed off and remains in the patient.